Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that during lens implant the posterior capsule was compromised and lens did not sit properly. Surgeon decided to use a different lens and had to enlarge the incision to remove the lens. There was no loss of vitreous and no sutures needed. The patient outcome was good.

Manufacturer narrative:
The delivery device was not returned to b+l for evaluation and the lot number was not provided; therefore a DHR review could not be performed. Based on the current information, the root cause of the event could not be conclusively determined.